Manufacturer narrative:
Product analysis: the functional problem with alarm was not confirmed during field service. Functional testing confirmed that the instrument was operating as expected. Medtronic's investigation determined that the facility is using non de-ionized water for making ice. This is not in accordance with the operator¿s manual which specifically recommends the use of de-ionized water. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. The device has reached end of life and is no longer maintained or serviced. Medtronic received additional information indicating that deionized ice was not used in the device. Per the operator's manual, deionized ice should be used in the bio cal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use the bio cal instrument's "add water" sensor alarmed. There was no patient involvement. Additional information was later received indicating that deionized ice was not used in the instrument. Per the bio cal operator's manual, deionized ice should be used in the bio cal.